Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call motor error alarm on the insulin pump and high blood glucose levels. The customer¿s blood glucose level was 437 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer performed and passed the displacement test and the motor error alarm did not recur. Customer did not troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.